Event description:
It was reported that during testing by the MFR, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Internal components were evaluated which revealed that the rotor and the motor assembly were worn.